Event description:
Contact stated that the customer was not feeling well and received a reading of 575mg/dl. Paramedics were called and 15 minutes later they received a reading of 20mg/dl. The patient had not eaten or taken any medications between the two readings. An attempt was made to test the system over the phone. This was not possible because the contact did not have the necessary equipment. The customer was asked to return the meter for further evaluation and a replacement was provided.